Event description:
Witness's statement on the police report: "I was making a right turn from one street onto the other. A white mazda with a driver went by me going fast. I finished my turn and I was going up the street when I saw the wheelchair coming down the hill. At this time I saw the wheelchair rocking from side to side. I knew it was going to tip over so I stopped. As the wheelchair went by us it flipped and the driver was thrown off. I got out of my truck and called the fire dept." Opr #1 was pronounced dead at scene at 1557 hrs by paramedic.